Event description:
The customer reported low ma errors during a case. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and performed a calibration of the system. System operates as intended. (B) (4)